Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device is filed under a separate medwatch report number.

Event description:
This is filed to report the tissue damage. It was reported this was a mitraclip procedure performed to treat grade 4+ functional mitral regurgitation (mr). The clip (cds-11115r101) was advanced to the mitral valve; however, the leaflets could not be grasped. Therefore, the clip was not implanted and was replaced, mr was reduced to 3+. To further reduce mr, a second clip (cds-11214r264) was positioned lateral to the first clip, on the lateral portion of a2-p2. After the first grasp residual mr was reduced to 2, and the clip was deployed. After deployment an mr jet was coming from the anterior leaflet and a laceration of the anterior scallop was observed. Mr returned to 4+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the cause of the reported tissue injury is user technique. The reported mitral regurgitation (mr) appears to be a cascading effect of tissue injury. The reported mr and tissue injury as listed in the mitraclip system instructions for use (IFU) are known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.